Event description:
Pt with d/l groshong PICC. PICC fractured.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.